Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient's battery wasn¿t connecting to their recharger. The battery was overdischarged. They tried to recharge it, clinical recharge and connect to the tablet, with no results. It was unknown, since when the battery was fully discharged nor if this had happened before. The patient has little or non communication ability and depends on a support worker. The physician decided to explant the battery and replace it for a non-rechargeable implantable neurostimulator (ins). The issue was resolved.

Manufacturer narrative:
H3: analysis of the 37612 implantable neurostimulator (ins) (serial(B)(6)) determined that the ins was functioning within specifications but has reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.